Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient's mother reported that there were several problems with the infusion set. The infusion set disconnected by the site connector. During insertion, the cannula got easily bent. The problem occurred with tubing from two different boxes. The patient is seeking replacement of the boxes. No further information available.